Event description:
It was reported to resmed that an astral device would not power off. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement main circuit board and on/off button as a part of a warranty claim. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block sensor board as a part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device would not power off. There was no patient harm or a serious injury reported as a result of this incident.